Event description:
The facility reports the caregiver was going to put the resident in bed using the lift. The instructor in the caregiver's class said to use this lift. The caregiver repeatedly asked if it was appropriate to use, so the instructor took over the initiation of the lift. The resident was scared. The instructor went to hook the resident to the lift, but the resident's legs were not working right, so she placed a pillow on the leg pad. The instructor asked if the bed was in the lowest position; confirmed. It was. The instructor began to lift the resident and instructed the resident to put her hands on the bars and the lift would stand her up. The resident was still scared. The instructor raised the resident and turned the lift to the bed. The resident said she was falling and let go of the hand bars and was falling out of her harness. The caregiver grabbed her under her arm, as did the instructor and they lowered her to the floor. There were no specific injuries, but the resident refused to get out of the bed the following day and was stiff and sore head to toe. The lift was inspected and found to be in brand new condition. (B)(4).

Manufacturer narrative:
The information received indicates the following: the caregiver was unsure to use the sara 3000 in this particular case. There seems to be some doubt as to whether the sling as well as the leg fixation straps were fitted correctly. There seems to be a question as to whether the resident was suited for a transfer with an active hoist. In the device examination, it is stated that the sara 3000 was fully functional and in perfect condition. Based on this information, the manufacturer concludes the incident appears to be caused by a combination of unsuited resident and incorrect use of the sling and leg fixation straps.